Event description:
It was reported that during an lavh procedure, the device fired but staples did not form into b shapes. Case completed with another device of the same product code. There were no pt consequences. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.